Event description:
The customer reported that the monitor was displaying an spo2 value of almost constant 100% over a two hour time period. The skin color of the patient turned blue while the monitor was still displaying 100% spo2 numeric. Due to the doubt of the measurement value, they immediately connected a nellcor n200 device to this patient to validate the saturation. The saturation of the nellcor n200 displayed a value of 62%.